Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel deployed form rear electrodes) has been confirmed. Upon investigation the electrode belt had deployed gel from the rear therapy electrodes. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled form the strain relief, damaging wires in the cable. The damage to the wires resulted in a short in the cable which deployed gel from the rear therapy electrodes. No treatment was delivered . The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4). The last patient to use this electrode belt reported to the distributor that the rear therapy electrodes deployed gel.